Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted short noise episode on the right ventricular (rv) lead. No programming changes were made and the patient continued to be monitored. The patient was stable.